Manufacturer narrative:
No button error alarm was noted. The escape button was unresponsive due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that she is getting a button error alarm and the buttons are not responding. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.